Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical task concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that due to infection, one insert component was revised approximately 3 months post bilateral tka/implantation. No further clinically relevant documentation and/or information were provided, therefore the root cause of the reported infection remains unknown. The patient impact beyond the revision (single poly exchange) for infection, probable additional antibiotic therapy, and an expected post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. Product was sterilized according to sterilization release documentation from quality control. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a knee revision surgery was performed to one side of bilateral patient due to infection. It is unknown which side was affected.